Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. A64626, b53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "complications or problems that occurred at the time of your essure placement: one implant "broke", one implant would not discharge into body". The patient's medical history included overweight, hemolytic uremic syndrome, hives, brain injury, shoulder injury, knee injury and nabothian cyst. Previously administered products included for an unreported indication: levora, vasoline, xeroform and pcn. Concurrent conditions included pelvic discomfort, pap smear, herpes simplex, adenomyosis, low back pain, pain in hip, traumatic brain injury, tiredness, asthma, genital herpes, alcohol abuse, back arthritis, dyspareunia, endometriosis of uterus, menorrhagia, incontinence and urinary urgency. Concomitant products included ethinylestradiol; levonorgestrel (levora-28) since 2010, hydrocodone bitartrate; paracetamol (lortab), loratadine (allerclear) since 2004 to (B)(6) 2016, simvastatin from (B)(6) 2014 to (B)(6) 2015 and valaciclovir hydrochloride (valacyclovir hcl) from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rash on low back.") And acne ("rashes or skin conditions type: acne face and chest"), 2 months 20 days after insertion of essure. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition constipation") and abdominal distension ("other injury(ies) or complication please describe: upper abdominal bloating.") And was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain (stabbing)") and abdominal pain lower ("lower right abdominal pain"). The patient was treated with aloe vera; centella asiatica; matricaria recutita; salvia officinalis oil (eczema & psoriasis), ibuprofen, paracetamol (tylenol) and surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, nausea, dyspareunia, abdominal distension and abdominal pain lower outcome was unknown and the rash, acne, dysmenorrhoea, abdominal pain, vaginal discharge, fatigue, weight increased and constipation had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, nausea, pelvic pain, rash, vaginal discharge and weight increased to be related to essure. The reporter commented: on (B)(6) 2013: essure device was placed in the right tube, the device did not fire properly and the coil was extracted with the device. A second device was placed into the right tube without complications with one coil being visualized in the uterine cavity. On the left side, another device again did not fire properly with remaining attached to the insertion device and extracted with the device and another device did not deploy at all. (One implant "broke", one implant would not discharge into body. Had to return following week to complete procedure). No further wands were available at the facility, so left tubal ligation with essure device was done on (B)(6) 2013. On (B)(6) 2013: findings included visually occluded left tube, left tubal ligation. The right tube had an essure device was placed and the left tube was visualized. The essure device was placed into the tube without difficulty deployed properly and instruments were removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Scout film demonstrates 2 "r:ssure" devices on the right anti 2 on the left. There tire total of 4 essure device placed. Again there arc 2 separate essure devices in the right fallopian tube distribution in 2 separate devices on the left. Concerning the injuries reported in this case, the following one were confirmed in patient's medical record: abdominal pain, pelvic pain, tiredness and pain during intercourse. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs and medical record received. Lot number was added. Injury nos was replaced by new events. New events were added- genital bleeding, apareunia (inability to have sexual intercourse),low back skin rash, acne, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, vaginal discharge, fatigue, weight gain, constipation, abdominal bloating, abdominal pain lower, abdominal pain, device deployment issue. Medical history and lab test was added. Concomitant and treatment drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and genital haemorrhage ('abnormal bleeding (general)') in a 44-year-old female patient who had essure (batch no. A64626,b53037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "complications or problems that occurred at the time of your essure placement:one implant would not discharge into body". The patient's medical history included overweight, hemolytic uremic syndrome, hives, brain injury, shoulder injury, knee injury and nabothian cyst. Previously administered products included for an unreported indication: levora, vasoline, xeroform and pcn. Concurrent conditions included pelvic discomfort, pap smear abnormal, herpes simplex, adenomyosis, low back pain, pain in hip, traumatic brain injury, tiredness, asthma, genital herpes, alcohol abuse, back arthritis, dyspareunia, endometriosis of uterus, menorrhagia, incontinence and urinary urgency. Concomitant products included ethinylestradiol;levonorgestrel (levora-28) since 2010, hydrocodone bitartrate;paracetamol (lortab), loratadine (allerclear) since 2004 to (B)(6) 2016, simvastatin from (B)(6) 2014 to (B)(6) 2015 and valaciclovir hydrochloride (valacyclovir hcl) from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rash on low back.") And acne ("rashes or skin conditions type: acne face and chest"), 2 months 20 days after insertion of essure. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition constipation") and abdominal distension ("other injury(ies) or complication please describe: upper abdominal bloating.") And was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain (stabbing)") and abdominal pain lower ("lower right abdominal pain"). The patient was treated with aloe vera;centella asiatica;matricaria recutita;salvia officinalis oil (eczema & psoriasis), ibuprofen, paracetamol (tylenol) and surgery (laproscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, nausea, dyspareunia, abdominal distension and abdominal pain lower outcome was unknown and the rash, acne, dysmenorrhoea, abdominal pain, vaginal discharge, fatigue, weight increased and constipation had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, nausea, pelvic pain, rash, vaginal discharge and weight increased to be related to essure. The reporter commented: on (B)(6) 2013: essure device was placed in the right tube, the device did not fire properly and the coil was extracted with the device. A second device was placed into the right tube without complications with one coil being visualized in the uterine cavity. On the left side, another device again did not fire properly with remaining attached to the insertion device and extracted with the device and another device did not deploy at all. (One implant "broke", one implant would not discharge into body. Had to return following week to complete procedure). No further wands were available at the facility, so left tubal ligation with essure device was done on (B)(6) 2013. On (B)(6) 2013 : findings included visually occluded left tube, left tubal ligation. The right tube had an essure device was placed and the left tube was visualized. The essure device was placed into the tube without difficulty deployed properly and instruments were removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Scout film demonstrates 2 r:ssure devices. On the right anti 2 on the left. There tire total of 4 essure device placed .again there arc 2 separate essure devices in the right fallopian tube distribution in 2 separate devices on the left. Concerning the injuries reported in this case, the following one were confirmed in patient's medical record: abdominal pain, pelvic pain, tiredness and pain during intercourse. Lot number:a64626 manufacture date: 2012-10 expiration date: 2015-10. Lot number:b53037 manufacture date: 2013-07 expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.